Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery pins as precaution, and then after observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.